Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported signal issue and subsequent delay remains unknown.

Event description:
During a supraventricular tachycardia ablation procedure, the catheter potential was not displayed on ensite which caused a delay in procedure. The interface was replaced but did not resolve the issue. The catheter was exchanged to continue the procedure with no consequences to the patient.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model a-tcse-d) is an ous configuration not available in the us and is therefore not referenced in the gudid database.